Event description:
A us distributor returned a monitor and reported being unable to run detect and treat testing due to functional issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was isolated to the c19 on the defib board having a broken solder joint, causing the faults. The root cause for the defective c19 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.